Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Poly extractor tool was being used and was bent. No replacement device needed since poly was on extractor.

Manufacturer narrative:
Corrected data: device was not returned for evaluation. An event regarding damage involving a trident polyethylene removal tool was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as no items were returned. - medical records received and evaluation: not performed as records were not received. - device history review: review indicates that the device was manufactured into final stock with no reported discrepancies. - complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because no items were returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Poly extractor tool was being used and was bent. No replacement device needed since poly was on extractor.